Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect status of the complained sample cannot be identified, and the usage of the sample is unknown, the root cause of the leakage at the prn interface after tightening cannot be determined. The plant will continue to track the trend of this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
After performing a venipuncture with an indwelling needle on the patient, the nurse noticed fluid leaking around the heparin cap while administering the infusion. Repeated tightening proved ineffective, prompting an immediate replacement of the heparin cap.